Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient¿s wife, on (B)(6) 2025, the patient was feeling low, shaking and experienced hypoglycemic seizures while the cgm was reading 4.9 mmol/l, there was no blood glucose reading reported. The ambulance was called and checked the patient¿s blood glucose values, and the meter would only display ¿low¿ and the cgm was displaying 4.9 mmol/l. The paramedics gave the patient 2 ¿shots¿ of medication; however, the patient is unable to recall the medication. The patient was taken to the hospital but there was no information about the medical intervention provided nor the treatment. The patient was discharged 3 days later and was prescribed phosphate sandoz. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values when the ambulance arrived fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.